Manufacturer narrative:
As we have not received article and lot numbers, a check of the mfg papers was not possible. The products are being returned and once the investigation is completed, a follow up report will be filed. (B)(4).

Event description:
It is reported that pt was revised for unk reason in (B)(6) 2011. Device was implanted in (B)(6) 2004. During revision wear was detected in taper connections.